Event description:
It was reported that during a left brachial shunt vein percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was on the vein side of the shunt anastomosis in the left brachial shunt. The lesion was 90% stenotic, and was not calcified. A 6f/11cm sheath and a 0.035" guidewire were used in the procedure. After the guidewire crossed the lesion, the ultra-thin diamond 7-4/5/40 balloon was inflated to 6 atms for 60 seconds. But, the pt complained of pain during the inflation, so the physician added toponarcosis (a local anesthetic) through the pt's skin. Then he performed angiography, but he saw a small leak of contrast media, therefore, he attempted to do a long inflation at 4 atms, but the balloon ruptured. He subsequently replaced it with another of the same type balloon. The new balloon was inflated to 4 atms for 5 minutes. The procedure was successfully completed. The physician thought the cause of the balloon rupture may have been that the topical anesthesia needle may have hit the balloon while administering the local anesthesia. No pt injuries or complications were reported. Pt status is reported as "good".